Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the battery cap was missing the yellow o-ring. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 12-dec-2017. Device evaluation: the device has been returned and evaluated by product analysis on 15-nov-2017 with the following findings: during investigation, no damage was found to the battery cap. The battery cap contact height and width measurements were found to be within specification. The original complaint of a damaged battery cap was unable to be duplicated. There was no defect found.